Manufacturer narrative:
6/19/97-supplemental report #1 submitted to FDA. The product was not returned to MFR for evaluation.

Event description:
During an unspecified procedure, the knots did not hold. The hosp has reported that no pt injury occurred. Another suture was applied to correct this condition.